Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. A philips field service engineer (fse) was dispatched to the customer site. The philips fse confirmed the customer's complaint on the device. The flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was the o-rings were replaced on the device. After replacing the parts on the device, the philips fse performed a full performance verification test and passed successfully on the device, the device was working properly at the customer site.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required condition occurred. There was no harm or injury reported. A philips field service engineer (fse) was dispatched to the customer site. The philips fse confirmed the customer's complaint on the device. The flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was the o-rings were replaced on the device. After replacing the parts on the device, the philips fse performed a full performance verification test and passed successfully on the device, the device was working properly at the customer site. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor functioned as designed and operated without issue or error codes.